Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 1825034-2016-04015.

Event description:
During a shoulder arthroplasty, glenoid baseplate impactor would not disengage easily from the implants following impaction. Another instrument was used to complete the procedure without delay.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 2 of 2 MDR's filed for the same patient (reference 1825034-2016-03944 / 03945).

Event description:
During a shoulder arthroplasty, the comprehensive stem inserter and the glenoid baseplate impactor would not disengage easily from the implants following impaction. New tools were used to complete the procedure without delay.